Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, dyspareunia, infections, urinary/bowel problems, and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with anterior colporrhaphy, posterior colporrhaphy, transvaginal uterosacral uterine suspension and cervlcal biopsy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal vault prolapse, urinary retention, rectocele and discharge.